Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was seen on the day of report where a pmr was performed and was successful. A power-on-reset (por) was then reset and the patient was reported as receiving effective therapy. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient had their device repositioned. The reason for this was not given. The patient was seen pre-operatively by a company representative and upon device interrogation it was determined to be in its first overdischarge (od). The patient stated she had not recharged due to battery position. The patient had a loss of therapy as the device was depleted. As of (B)(6) 2015, a physician mode recharge (pmr) had not been done as she was yet to be seen at the post-operative appointment. The plan was to do the pmr at this appointment. As the pmr had not yet been done, she was still not receiving therapy. Additional information was requested regarding the pmr and the outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).